Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer claims she was using a heating pad while at work by wrapping it around her back and having a sweater and jacket over it. Later that evening her husband noticed a burn to her back. She went to her doctor and was diagnosed with a first degree burn.